Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted spanning the l2-l3 level. According to the information received in the patient profile form (ppf), patient submitted to a CT scan approximately two days post implantation. The patient also reports experiencing blood clots, clotting, and/or occlusion of the ivc, thrombus, embolism, and device unable to be retrieved; however, a retrieval attempt has not been made. The patient also reports suffering from anxiety. Approximately nineteen days post implant a filling defect was discovered which was consistent with emboli. Due to the clotting, it was deemed irretrievable two months post-implantation.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted spanning the l2-l3 level. According to the information received in the patient profile form (ppf), patient submitted to a CT scan approximately two days post implantation. The patient also reports experiencing blood clots, clotting, and/or occlusion of the ivc, thrombus, embolism, and device unable to be retrieved; however, a retrieval attempt has not been made. The patient also reports suffering from anxiety. Approximately nineteen days post implant a filling defect was discovered which was consistent with emboli. Due to the clotting, it was deemed irretrievable two months post-implantation. According to the information received in the discovery form, the patient was implanted due to current dvt. The patient also reports perforation of filter strut(s) outside the ivc and pain post implant.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes) 2135 ¿ ivc perforation complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be a deep vein thrombosis (dvt). The filter was implanted via the left common femoral vein and placed at the level of l2-l3 without procedural complications. Two days after the implantation, the patient underwent a computerized tomography (CT) scan that revealed blood clots, clotting and/or occlusion of the inferior vena cava (ivc); along with thrombus and embolism. Approximately nineteen days after the filter implantation, the patient developed a post-implant filling defect consistent with emboli. Approximately two months after the implantation, filter retrieval was deemed to be no longer an option due to this clotting. No evidence of a retrieval attempt was provided. At some later point, the patient became aware that filter strut(s) had perforated outside of the ivc. The patient further reported having experienced emotional distress, anxiety, mental anguish, stress and post-procedural pain associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the implant records, the filter was implanted spanning the l2-l3 level. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. Per the patient profile form (ppf), the patient had a CT scan approximately two days post implantation. The patient also reports experiencing blood clots, clotting, and/or occlusion of the ivc, thrombus, embolism, and device unable to be retrieved; however, a retrieval attempt has not been made. Approximately nineteen days post implant a filling defect was discovered which was consistent with emboli. Due to the clotting, it was deemed irretrievable two months post-implantation. The patient also reports anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombus, embolus and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.